Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in line) on the homechoice (hc) during the initial drain. The patient connected to the drain line extension after the prime cycle. The patient restarted therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.